Manufacturer narrative:
(B)(4). Visual and functional inspections were performed. The reported separation was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to confirm the filter separation. The noted bunched filtration element appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual and functional inspection was performed. The reported separation was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to confirm the filter separation. The noted bunched filtration element appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that during preparation of the emboshield nav 6 while loading the filter, the bare wire continued retracting and did not stop once the filter reached the dc pod as expected. Reportedly, it is possible that the 0.19 bare wire step up portion that keeps the filter on the wire was missing. The device was set aside for return and not used. There was no patient involvement. Another, larger nav 6 was successfully used in replacement. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.